Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, while sleeping, the pediatric patient¿s cgm alerted for a value of 2.4 mmol/l. The parent performed a bg which was 14.0 mmol/l. The parent gave the patient 0.5 units of insulin. The patient was asymptomatic as he was asleep. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.